Event description:
Additional information received from the healthcare provider (hcp) reported it was not noted anywhere that the battery replacement from (B)(6) 2014 was an unexpected occurrence. It was not looking like an unexpected occurrence.

Manufacturer narrative:
(B)(4).

Event description:
Information received from a health care provider reported that the patient was seen on (B)(6) 2014 with lower back pain "rating" to his right leg with history of previous lumbar surgery for right lower extremity radiculopathy. The spinal cord stimulator battery that had been implanted three years prior to this had run out. The battery needed to be replaced, and was replaced on (B)(6) 2014. The patient was improving after this. The patient's indication for use was noted to be spinal pain. Additional information received from a health care provider noted that she would look into the issue and call the manufacturer back with any information regarding why the replacement was done and what was happening prior to it that led to the replacement.